Manufacturer narrative:
Device evaluation summary: the reported issue that the ac indicator on the user interface was fluctuating on and off was verified during service. The issue was resolved by replacing the power supply 28v and the battery,12v,6.5 ah ,certified*2. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the field by a medtronic field service technician. The instrument was not returned to a medtronic facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported that the ac indicator on the user interface was fluctuating on and off. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the instrument's base power supply was failing. The user interface did not experience a failure. The batteries were functioning properly and were replaced due to age, as part of preventive maintenance, as they were installed for 4 years. No abnormal electrical events occurred, no damage was noted to the instrument and no visible air was observed in the system/tubing.